Event description:
The article, ¿outcomes after mechanical aortic valve replacement in children with congenital heart disease¿, was reviewed. The article presented a case study of a 130-month-old, 40.0 kg patient with congenital aortic stenosis and aortic regurgitation. It was reported that on an unknown date, a 19mm unknown st. Jude medical mechanical valve was implanted. It was later reported 60 months post-procedure, a decision was made to surgically explant the valve due to pannus and a replacement unknown valve was implanted. The article concluded mechanical avr could be performed safely in children. Younger age, longer cardiopulmonary bypass time and smaller valve size were associated with adverse events. Thromboembolic or hemorrhagic complications might rarely occur. [The primary and corresponding author was chun soo park, division of pediatric cardiac surgery, asan medical center, university of ulsan college of medicine, seoul, with corresponding email: chunsoo@amc.seoul.kr]

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. As reported in a research article, ¿outcomes after mechanical aortic valve replacement in children with congenital heart disease", that on an unknown date a 130-month-old, 40.0 kg patient with congenital aortic stenosis and aortic regurgitation underwent a procedure for implantation of a mechanical heart valve. 60 months post-procedure, a decision was made to surgically explant the valve due to pannus and a replacement unknown valve was implanted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.